Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory, visual inspection of the catheter was performed, and no abnormalities were observed. The catheter was functionally tested by inserting a guidewire through the catheter, and the device was able to be fully deployed to basket and flower configurations. Flushing of the device through the irrigation line was also tested. Flushing was not functional in all deployment state. The catheter was dissected and revealed the flush kinked, likely causing the flushing difficulties.

Event description:
It was reported that during device preparation, it was not possible to flush fluid through the irrigation port on the catheter. Subsequently, the catheter was replaced, and the procedure was completed successfully. There were no patient complications. The catheter is expected to return for analysis. It was further reported that there we no issues with deploying or un-deploying the catheter. When the flushing issue occurred during preparation, it occurred with the flushing lumen. The catheter was received for analysis.